Event description:
It was reported that a person using the ilet bionic pancreas called to report being ¿high¿ for a few hours, consistent with hyperglycemia, and troubleshooting and education were completed during the interaction. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or long-term impairment. Investigation included a review of the event details and user-reported performance. Investigation of this case revealed no device malfunction reported and no specific component issue identified, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.